Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant plate had broken on the tibial rasp. No pieces remain in situ. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Updated: additional: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial broach shows that the weld between the shaft handle and the head plate is fractured. There were wear and impact marks noted on the surface of the device. Sem analysis of the weld fracture on the tibial broach impactor showed no evidence of fracture features but smeared areas on the fracture surface. The smearing on the fracture surface was suspected to be due to post-fracture damage. Mode of failure could not be determined with sem imaging. Eds semi-quantitative elemental analysis of the weld fracture showed that it was consistent with 13-8 mo stainless steel and not consistent with weld filler material 308 stainless steel. Based on the results of eds analysis, it is suspected that the fracture did not take place at the rod shaft head weld interface, instead the fracture was suspected to be on the rod shaft near the weld or within the heat affected zone of the weld. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the root cause in this case was found to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.